Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
Patient 16 enrolled in the (B)(6) registry had an esophageal dilatation seen by radiologic exam at three year follow up visit. The band was deflated -4cc for a final total at 1cc. There were no other reported patient complications. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.